Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during device preparation. Symptoms/ae: unk. It was reported that during preparation of the absolute stent delivery system (sds), the nose cone of the sds was pulled and the stent partially deployed. Reportedly, there was no patient involvement and the device was not used; however, during abbott vascular device analysis, blood was noted in the guide wire lumen, the shaft was kinked, and the stent was not returned. Therefore, it cannot be said for certain that the device was not used in the patient's anatomy. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned with blood on the handle and in the guide wire lumen. The handle was returned in the locked position and missing the stent. The distal outer sheath was both bunched and twisted at the proximal end and the tip out was pulled distally 3mm from the distal end of the distal sheath. Factors that can contribute to a bunched and twisted outer member, and the tip and stent holder appearing stretched distally, include but are not limited to manufacturing, handling during removal from packaging, or handling during removal of the tip mandrel from the sds or during loading onto the guide wire. During production, all sds are visually inspected for shaft damage and stent location between the markers and within the distal sheath. The returned sds also had two kinks in the shaft which protruded into the braided inner member. A pre-existing shaft kink(s) would likely have been detected during an instruction for use directed preparation or inspection of the product. Factors that can contribute to shaft kinks include, but are not limited to, manufacturing, insufficient support during removal from packaging, insufficient support during device preparation, patient anatomy, lesion tortuosity, or insufficient support during use. During production, the sds is visually inspected for shaft damage prior to packaging. The observed damage suggests that during tip mandrel removal, both the tip and tip mandrel were pulled simultaneously, resulting in a partially deployed stent. The bunched and twisted distal sheath, pulled tip, missing stent and the two kinks in the shaft do not appear to be a manufacturing quality deficiency and are most likely procedural related. The kinks may also have occurred during return packaging to abbott. A review of the device lot history record did not reveal any non-conformities relevant to this report.